Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl and low blood glucose levels of 30mg/dl. The mother decline to trouble shoot for high and low blood glucose levels. The customer's mother states notice there was leaking insulin from infusion sets but throw them away. Customer's mother states customer has been experiencing low blood glucose levels since last year and has needed 8 glucagon shots since then. Advised for customer to revert to back up plan per hcp instructions if she is going to stop use of the pump. No further details given.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is november 09, 2017.